Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the right ventricular lead revealed good parameters when measuring with psa but no capture was observed after screwing the lead on the subject pacemaker. Using the same lead, capture was effective in the atrial channel.the pacemaker was replaced.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the right ventricular lead revealed good parameters when measuring with psa but no capture was observed after screwing the lead on the subject pacemaker. Using the same lead, capture was effective in the atrial channel. The pacemaker was replaced.